Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported through company representative "ruptured", "deformation area", "changes, sagging of the breast", "possible violation of implant integrity" and "signs of diffuse fibroadenomatosis of the fibrous type". Healthcare professional later reported "change in the shape of the breast". This record is for the right side. The device was explanted.